Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 27aug2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The manufacturer¿s fse)replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 06aug19.

Event description:
Touch screen failure. There was no report of patient involvement.